Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement surgery, high impedance was seen. A lead revision was not performed as the physician's plan is to let the patient heal from surgery and return to clinic to check impedance again. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the patient underwent a full replacement. The suspect device has not been received by manufacturer to date.

Event description:
The suspect device was received by the manufacturer and is pending product analysis completion.

Event description:
Additional information was received that high impedance was not seen prior to surgery as the explanted generator was completely dead and an impedance reading was unavailable. Troubleshooting during surgery was performed, though it's not specified what was done. The patient was later seen in clinic where high impedance was seen again and the patient was referred for a lead revision. No known relevant surgical intervention has occurred to date.

Event description:
Product analysis was completed on the suspect lead. The lead was returned in three portions. Visual analysis showed six sets of setscrew marks on the connector pin, canted spring scratches on the connector ring, and small and large o-rings were slanted back. No adverse effect was identified due to this condition. Abrasions were seen on the connector boot and outer tubing that did not penetrate, possibly due to wear. Dried body fluids were seen inside the outer and inner tubes, with no obvious path of ingress noted other than the cut ends. The coils were seen to be kinked and wavy in some areas, most likely due to manipulation during the explant process. Internal abrasions were seen and the ends of the inner and outer tubes were cut with the coils protruding out. Tie-down abrasions were seen on the outer tubing in one place and flat abrasions on the inner tube were seen past electrode bifurcation. Incisions were made post decontamination to allow for continuity checks and no discontinuities were identified. Product analysis worksheet was reviewed and no other anomalies were seen outside of the previously mentioned. The lead fracture was not confirmed by product analysis. Note that since a portion of the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.